Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag.

Event description:
The complainant reported that the impella aic didn't recognize the purge disk during the third day of support. The purge cassette was changed but the problem persisted. At this time the patient was ready to be weaned and impella was removed without any adverse event to the patient.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.